Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii 20gax1.16in prn slm contained foreign matter. The following information was provided by the initial reporter: "the patient, on (B)(6) 2020, was preparing to perform an enhanced abdominal examination in the CT room. Before the examination, he placed an indwelling needle in the left elbow. The package was intact, and within the validity period, the appearance was normal, and the rotating fin-shaped needle seat was normal. Conventional indwelling trocar, it found tha it fixed hose after returning blood, ejection of steel needle, when preparing to enter the hose, found that the steel needle can not be completely withdrawn, the patient did not complain about discomfort during the operation, explained to the patient, removed the indwelling needle, checked the punctured indwelling steel needle found irregular white foreign matter on the needle core. Then the indwelling needle was re-established on the left wrist, and the process went unblocked. After checking, the patient left without discomfort.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8325566. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10

Event description:
It was reported that intima-ii 20gax1.16in prn slm contained foreign matter. The following information was provided by the initial reporter: "the patient, on (B)(6)2020, was preparing to perform an enhanced abdominal examination in the CT room. Before the examination, he placed an indwelling needle in the left elbow. The package was intact, and within the validity period, the appearance was normal, and the rotating fin-shaped needle seat was normal. Conventional indwelling trocar, it found tha it fixed hose after returning blood, ejection of steel needle, when preparing to enter the hose, found that the steel needle can not be completely withdrawn, the patient did not complain about discomfort during the operation, explained to the patient, removed the indwelling needle, checked the punctured indwelling steel needle found irregular white forign matter on the needle core. Then the indwelling needle was re-established on the left wrist, and the process went unblocked. After checking, the patient left without discomfort.